Event description:
It was reported a post procedural thrombus occurred. In (B)(6) 2022, a left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds). During a routine follow up examination in (B)(6) 2022 a mobile thrombus was identified on the surface of the closure device. The thrombus was noted to be biased towards the limbus and the mitral valve. The post procedural medication regime was changed from apixaban to dabigatran in response to the thrombus. In (B)(6) 2022 transesophageal echocardiography (tee) revealed the thrombus had increased in size. The prescribed medication regime was changed from dabigatran to warfarin. During a third follow up examination on an unspecified date, the thrombus was no longer present via tee. No patient complications were reported.